Event description:
It was reported that the closure pressure test failed. There was no patient involvement.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found that the downstream occlusion sensor (dso) seal has a bubble, dso sensor is defective. Dso replaced.